Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a safestep infusion set were returned for evaluation. An initial visual observation of the first photograph showed the label for a 22 g x 0.75 in. Safestep infusion set with a y-site. The second photograph showed a safestep infusion set inserted into a patient¿s port. A clear reddish liquid could be seen on the upper side of the plate of the safety mechanism. This liquid does appear to be coming from the needle handle. While the infusion set in the returned photograph does appear to be leaking, it was not possible to determine the root cause of the leak from the returned photographs. Potential causes include damage to the needle handle, poor adhesive coverage within the needle handle, and incomplete insertion of the needle shaft into the port reservoir. A lot history review (lhr) of asdvs0084 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during testing air could be discharged. It was stated fluid leaks from the handle when flushing saline to patient¿s port. No other information was provided.